Event description:
The surgeon experienced significant difficulty in seating the bushings of the rotating hinge connection component into the bearing with two separate implants.there were multiple attempts to insert the connection components which led to the bearing becoming deformed. A replacement bearing box was then installed, and the connection component was able to be fully seated with full deployment of the spring.  This led to a 90 minute delay in completing the surgery.